Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that a lead was attempted but not used during implant. The physician noted that the lead exhibited fracture during implant, and high pace/sense impedance over four thousand ohms. It was noted that the connections seemed stable and the lead was repositioned over ten times during implant attempt. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.